Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. W, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose was 531 mg/dl and the insulin pump was not working correctly. Troubleshooting was performed and the insulin pump appears to be working correctly. High pressure test passed, the drive support disk appears normal. Nothing further was reported.